Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose (bg) level was 600 mg/dl with large ketones. The contact changed the infusion set tubing, resumed insulin delivery, and delivered a bolus to address bg level. Reportedly, the contact (customer's mother) is the customer usual caregiver. A follow up with the contact confirmed that the user's bg level lowered to in the 100's (mg/dl).